Manufacturer narrative:
Manufacturer's ref# sf 03123346 trended case device investigation conclusion: there's traces of ear wax all the to the bottom of the rear housing and no trace of glue besides at the bottom of the rear housing. There were too little glue to keep all parts bonded and it could be that the glue was impacted by the ear wax. Receiver detaching from housing due to insufficient glue or wrongly applied to housing. Glue curing process was not good enough. Clinical evaluation of the event: it is reported that the user had a receiver break off inside the ear canal with the dome. The broken off receiver was removed by a physician. There was no harm to the user, and no medication prescribed. Clinical conclusion is that the detached receiver has not caused harm to the patient and no medical treatment was prescribed. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk register conclusion reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
(B)(6)2023 it was reported on friday night, (B)(6), 2023, user was removing his hearing aid and the receiver came apart and the end of it stayed in his ear. Patient went to a walk in clinic the next morning and had it removed. The issue didn't caused any harm. No medical treatment has been prescribed. It is first time the incident happend for the user. Hearing aid is used with sports lock. No further follow up is expected.